Manufacturer narrative:
(B)(4). This customer reported a failure to discharge when attempting to deliver energy via external paddles over a clear plastic dressing on the pt's chest. The pt was in the operating room after having bypass surgery. The pt's chest was reopened and the pt was defibrillated with internal paddles. The instructions for use directs the user to apply external paddles to a bare chest. This complaint remains under investigation. A follow-up report will be submitted after philips obtains more info about this event.

Event description:
This customer reported a failure to discharge when attempting to deliver energy via external paddles over a clear plastic dressing on the pt's chest. The pt was in the operating room after having bypass surgery. The pt's chest was reopened and the pt was defibrillated with internal paddles.